Manufacturer narrative:
E1: patient city: (B)(6), patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient experienced that infusion set needle was break at abdomen upon removal which occurred on (B)(6) 2025. The infusion set needle was in use for four days. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007606 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi instructions for static pull version 47 for the code steel cannula is missing upon removal from the infusion site (broken needle). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static test 1 according to wi version 47 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007606 was manufactured according to the wi version 97 manufactured in the line multivac 14, on 08/jun/2024, with a total of (B)(4) units. Moulding: the lot 4f00687 was manufactured according to the wi version 36 manufactured in the machine ls18, on 04/jun/2024, with a total of (B)(4) units. The lot 4e04723 was manufactured according to the wi version 36 manufactured in the machine ls19, on 03/jun/2024, with a total of (B)(4) units. The lot 4e04725 was manufactured according to the wi version 36 manufactured in the machine ls19, on 06/jun/2024, with a total of (B)(4) units. The lot 4f00688 was manufactured according to the wi version 36 manufactured in the machine ls19, on 04/jun/2024, with a total of (B)(4) units. The lot 4f00797 was manufactured according to the wi version 36 manufactured in the machine ls18, on 06/jun/2024, with a total of (B)(4) units. The lot 4f00798 was manufactured according to the wi version 36 manufactured in the machine ls19, on 07/jun/2024, with a total of (B)(4) units. The lo 4f00796 was manufactured according to the wi version 36 manufactured in the machine ls18, on 07/jun/2024, with a total of (B)(4) units. The lot 4f00799 was manufactured according to the wi version 36 manufactured in the machine ls18, on 09/jun/2024, with a total of (B)(4) units. The lot 4e03477 was manufactured according to the wi version 36 manufactured in the machine ls18, on 29/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code steel cannula is missing upon removal from the infusion site (broken needle) and lot 6007606 and no other complaint has been registered in database for the same lot 6007606 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.